Event description:
Rugby web page (https://www.rugbylaboratories.com/shop/item/get-details/pkid/370283) states that the product is "alcohol free" but pharmacist with bottle in hand tells me that it is 5 percent alcohol.